Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device becoming damaged by another device appears to be related to user technique and due to contact made between the first clip and second clip during advancement of the second clip. The reported single leaflet device attachment (slda) was a secondary effect to the interaction between the two clips. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device is being filed under a separate medwatch report.

Event description:
This is filed to report that the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 70925u260) was advanced to the mitral valve, and implanted with no issue. During advancement of the second cds (71026u225), it interacted with the first clip, resulting in the first clip detaching from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was implanted for stabilization, reducing the mr to 3. An attempt was made to advance a third cds; however, the mr was unable to be reduced. The clip was not implanted and the cds was removed. Two clips were implanted, reducing the mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.